Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atmospheres. However, it ruptured at 10 atmospheres upon fourth inflation. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atmospheres. However, it ruptured at 10 atmospheres upon fourth inflation. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.